Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient exhibited atrial fibrillation, absence of distal pulses (attributed to non-dopplerable pre-procedure pulses), gastrointestinal (gi) bleeding, bleeding at access site, and a slight fever, suggesting the presence of severe sepsis. Systemic heparin was withdrawn, and the patient received packed red blood cells (prbc). After treatment the physician elected to wean and explant the impella device.